Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted using an amplatzer steerable delivery sheath. The device was sized using transesophageal echocardiogram and angiogram. Immediately after implantation, the device embolized into the descending aorta. The device was snared without complications and was not replaced. There were no adverse patient effects reported. The implanter believes the device embolized due to complex patient anatomy. No additional information was provided. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolization was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were found on the batch. Information from the field indicated that the device embolism could have occurred because of the patient's complex anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.